Event description:
The rptr stated the surgeon inserted an aq2010v three piece silicone lens. The lens did not fold/load correctly. The lens was inserted into the eye and removed with no pt injury. Unk if lens was damaged. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4) (lens did fold/load correctly) - (B) (4).